Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
The information provided to sjm indicated a 6f angio-seal vip was deployed in the patient's left common femoral artery following an angioplasty. Deployment was uneventful and hemostasis was achieved immediately. Approximately one hour later, the patient started to feel numbness in the left lower leg and foot. The pulse was slightly weaker in the left leg compared to the right leg. Thrombosis of the left lower leg was suspected. A balloon angioplasty was performed to unblock the thrombosed artery. A retrograde approach was used through the right common femoral artery to access the left common femoral artery and balloon dilate the patient at the site of the initial puncture. The procedure was successful and the patient was stable with no symptoms following the procedure. Hospitalization was extended one day for observation and the left leg was well perfused.